Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after 2 days of indwelling, the balloon deflated and the catheter came off from the urethra; period of use: 2 days. There was no patient injury.

Manufacturer narrative:
Section d4: lot number, expiration date, unique identifier (UDI) # has been updated. The device history record (DHR) for lot 3150u43qx was reviewed and no anomalies related to the reported issue were observed. A device was received for evaluation and a pinhole was found at the balloon edge area and not on the balloon itself. The root cause of the pinhole could be caused by the bubbles trapped in the latex and during the dipping process of latex layers and this bubble may have adhered to the catheter. A quality alert has been initiated, and manufacturing personnel were notified of this complaint for awareness. Based on this information, no corrective actions are warranted at this time and all information received will be used for tracking and trending purposes.